Manufacturer narrative:
Analysis confirmed the reported issue; an error code was displayed at power up. The main printed circuit board (pcb) was electrically out of specification. It was also found that both display wires were pinched over half their length, and six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error code that would not reset. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.